Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
A case of pfo closure was being carried out where, after taking measurements and analyzing the patient's anatomy, the decision was made to place a device of reference 9-pfo-030 of lot 7156048 with a release system of reference 9 -itv10fr45 / 80 of the batch: 7087143, the preparation of the device was carried out without any novelty, but when the deployment of the left disk was already being carried out it began to take the form of a cup what the implant medium did not like and decided to take it out to put it back together, it was done and it happened again that the device when it was being released, the two disks left and right took the form of a cup on both disks which generated discontent in the specialist and made the decision to change the device for reference 9-pfo-025 of the lot: 7083230, this was coupled to the anatomy without any problem and is successfully implanted. The pfo-030 device is returned for evaluation. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
The reported event of a cup-shaped, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of deformation upon initial deployment has been investigated and a resolution plan aimed at addressing enhanced loading techniques as well as improved in-process inspection that better represents how a device is loaded and deployed during clinical use are being implemented.

Event description:
A case of pfo closure was being carried out where, after taking measurements and analyzing the patient's anatomy, the decision was made to place a device of reference 9-pfo-030 of lot 7156048 with a release system of reference 9 -itv10fr45 / 80 of the batch: 7087143, the preparation of the device was carried out without any novelty, but when the deployment of the left disk was already being carried out it began to take the form of a cup what the implant medium did not like and decided to take it out to put it back together, it was done and it happened again that the device when it was being released, the two disks left and right took the form of a cup on both disks which generated discontent in the specialist and made the decision to change the device for reference 9-pfo-025 of the lot: 7083230, this was coupled to the anatomy without any problem and is successfully implanted.